Event description:
It was reported that when using the bd pyxis¿ es server, single patient was not dropping. Rn created temporary patient but still the patient details not appearing on the es server.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the single patient was not dropping. A technical support specialist (tss) documented that the server was accessed and patient records were reviewed, which showed multiple temporary entries with no admission message received. The tss confirmed that interface messages were crossing, requested the customer to resend the admission message, and consulted the admission, discharge, and transfer team, who suspected missing data. Customer later confirmed the issue was due to a host system error with a vendor ticket opened. The system functioned as intended after the technical support specialist inspected the issue.